Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary veins, nrg transseptal needle was selected for use. It was mentioned that it got stuck. They attempted to insert it into the sheath but got kinked and would no longer advance. The procedure was completed successfully by using another needle. No patient complications have been reported. The product is not expected to be return because it was contaminated.

Manufacturer narrative:
Due to additional information received, the initial MDR is being updated for the field describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block(s) initial reporter phone and initial reporter fax (e1), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary veins, nrg transseptal needle was selected for use. It was mentioned that it got stuck. They attempted to insert it into the sheath but got kinked and would no longer advance. The procedure was completed successfully by using another needle. No patient complications have been reported. The product is not expected to be return because it was contaminated. It was further reported that the nrg needle was stuck in the sheath.

Event description:
It was reported that during pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary veins, nrg transseptal needle was selected for use. It was mentioned that it got stuck. They attempted to insert it into the sheath but got kinked and would no longer advance. The procedure was completed successfully by using another needle. No patient complications have been reported. The product is not expected to be return because it was contaminated. It was further reported that the nrg needle was stuck in the sheath.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block 'if follow-up, what type?' (H2), in section h - device manufacturers only, since the field was left blank. This follow-up 2 is a correction to indicate that the follow-up 1 was submitted due to additional information received and correction on the initial report, as indicated below. Due to additional information received, the initial MDR is being updated for the field describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block(s) initial reporter phone and initial reporter fax (e1), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.